Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the end user made a turn at an incline that was around a 90 degree bend, the seat came completely off of the base and the customer fell with the seat.

Manufacturer narrative:
Additional/updated information was added to reflect the van seat being returned to the manufacturer for evaluation. However, the complaint of the seat coming completely off the base could neither be confirmed nor refuted due to the lack of hardware being returned with the seat. The seat was missing three bolts and washers, which may have caused the failure. The bolt and washer that were present on the right rear position on the bottom of the seat where the pivot plate mounts were bent. The pivot plate was broken at the right rear corner and a portion of the broken piece was still attached at the bent bolt. The underlying cause could not be determined after reviewing the documentation in this investigation. However, if only one bolt and washer were mounted in the back right corner of the pivot plate to the seat, and a turn was negotiated, the stress to the bolt could have caused the failure.

Event description:
Dealer states the end user made a turn at an incline that was around a 90 degree bend, the seat came completely off of the base and the customer fell with the seat.